Event description:
It was reported that on (B)(6) 2011, patient had a revision due to plate breaking and fixation pins backing out. Original date of surgery was (B)(6) 2010, the patient had a hallux valgus (bunion) deformity of the left foot repaired with a double osteotomy technique. X-ray showed broken plate and non-union at osteotomy/graft site at the base of the 1st. Metatarsal. Along with non-union at the distal 1st. Metatarsal osteotomy with the fixation screws backing out of the lateral view. First revision:(B)(6) 2011, to remove broken plate, hardware and remnants of the graft substitute. Repeat the procedure with a new plate system with exogen bone stimulator. Patient still had pain and discomfort. On (B)(6) 2012, patient sought 6th opinion. Second revision, (different surgeon) repaired the non-union with hardware and tri-cortical autograft (bone graft from patient`s hip). In addition, the surgeon extended the length of the great toe with pins, realigned the tendons and repaired an arthritic dislocation of the 2nd. Toe with pins to both the 2nd. And 3rd. Metatarsal. Patient is still non-weight bearing at this point and future surgical repairs may be necessary.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided, so device history record review cannot be performed. The most likely cause(s) of this type of event include improper bone preparation and/or selection of incorrect screw size as well as poor patient bone condition. Per device directions for use, the effectiveness of the implant correlates directly to the quality of bone into which it is inserted. The dfu also states to use the appropriate arthrex drill to prepare the bone and measure the depth of the hole to determine the appropriate screw length. Also, post-operatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.